Event description:
It was reported that patient¿s ipg was explanted and replaced. Reportedly, effective therapy was restored after surgery. No information is available as to when stimulation was lost and ipg stopped communicating.